Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and the documentation indicated the product met release criteria. The root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient feeling off balance. The lens was explanted in a secondary procedure after one month of initial implantation. The clinical reason for the explant was anisometropia. Additional information has been requested.